Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed by pulling back and the procedure was completed with another of same device. There were no patient complications reported and patient condition was stable.